Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) liquid may have come into the contact with the connector, thus causing a short. (2) physical impacts (device coming into contact with a hard surface) to the device could have caused internal component damage. (3) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, intended to be used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection under magnification of the wand shows dried blood/tissue and moderate electrode erosion. During functional test, the wand was connected to the flow wand software and the extracted data found that the wand was activated for 8.5 minutes in high default, 0.25 low default, and med default settings. The wand was then connected to a compatible werewolf controller and performed as intended. The complaint was not confirmed. Factors that could contribute to the event reported include: (1) liquid may have come into the contact with the connector, thus causing a short. (2) physical impacts (device coming into contact with a hard surface) to the device could have caused internal component damage. (3) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that before the procedure, the werewolf display indicated an e4 error "short circuit in the electrode". The incident occurred. A backup wand was available to complete the procedure with a delay of 0-30 min and no complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.